Event description:
Right popliteal embolus approx 2 weeks following coronary angiogram via right femoral puncture. Arterial puncture sealed with product. Aug 7/29 showed no apparent source for embolus. Tee 8/1 no cardiac source for embolus.